Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, ventricular undersensing with loss of capture was observed. All electrical values were within normal range. Patient will be monitored closely to see if episode occurs again.